Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer g2: japan.

Event description:
It was reported that during preparation for the surgery, foreign substances were found inside of the unopened sterile package. There was no patient involvement. Due diligence is complete and no additional information is available. There was no adverse event associated with this malfunction

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4) following sections were updated or corrected: b4, b5, d2, d4, d9, e1, e2, e3, g1, g2, g3, g6, h1, h2, h3, h4, h6 and h11. 6 pieces of loose particulate measuring between .08mm and .60mm squared -- debris is not within specifications. Packaging is nonconforming. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information associated with this malfunction.